Event description:
It was further reported that the lv lead had high threshold with diaphragmatic stimulation. The lead was explanted and replaced.

Event description:
It was reported that during implant the left ventricular (lv) lead was difficult to place. Since implant, the lead has exhibited no capture. The lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-52, lead; 694765, lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. Performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Left ventricular (lv) capture management has been turned off. No trend data on file.